Event description:
It was reported that prior to a device changeout, low impedance was observed on the atrial lead. On (B)(4) 2014, normal impedance was seen when connected to the new device. Noise was also observed during pacing. The physician opted to continue to use the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.